Event description:
Discordant, falsely low creatinine results were obtained on patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). Quality controls for creatinine were then run, and were low. The samples were rerun on an alternate instrument and resulted higher. The rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low creatinine results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the reagent pump needed to be replaced. The fse replaced the reagent pump, and then calibrated the instrument and ran quality controls, all of which were within range. The cause of the discordant, falsely low creatinine results was a malfunction of the reagent pump. The instrument is performing within specifications. No further evaluation of the device is required.